Event description:
It has been reported to philips that there are corrupt images, user receives "corrupt data" message in some studies. The device was in clinical use at the time of the event. No harm to the patient or user was reported.